Event description:
A report was received that the patient was unable to charge and turn on the ipg. The physician believed that the ipg was no longer working and device malfunction was suspected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was unable to charge and turn on the ipg. The physician believed that the ipg was no longer working and device malfunction was suspected. The patient will undergo an ipg replacement procedure.